Event description:
Abbott pacemaker model no: pm2162, serial no (B)(4), this device is not functioning properly, makes noise, patient complaining, dizziness, sleeplessnesses, lost of appetite, pains at chest side. Implanted device identity card patient presently living in nigeria name: (B)(6), physician: dr (B)(6), tel: (B)(6), hospital (B)(6), south africa; implanted date: (B)(6)2016. Patient's son phone contact in sa: (B)(6) or contact me for further info on (B)(6). FDA safety report ID# (B)(4).